Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the aim of the operations was to remove combination of pangea-uss ii device that has been inserted about 2 years ago. When trying to remove the screws from ilium, apparently the screws were attached very hard to the bone and the screwdrivers broke. First one and another one was used that broke. By the looks of the screwdrivers the force was too hard and the screwdriver didn´t have enough power to remove the screws from the bone. Ilium screws attached to the bone. Finally, the situation was resolved by calling depuy synthes office and ordering the uss ii iliosacral set. The screws were removed with the combination of the screwdriver and holder. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complaint screwdrivers has shown that one tip is broken off and one tip is twisted due to too high applied torsional forces. The review of the production history revealed that both screwdrivers were manufactured according to the specifications. Neither a manufacturing nor a design related failure that would have contributed to this complaint condition was found. Further investigation has shown that these instruments were manufactured in may 2005 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no anomalies were detected during device history record review of the finished product. No ncrs were generated during production of the finished product. Review of the device history record of the finished product showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.